Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was 796mg/dl on time and date of hospitalization mentioned was (B)(6) 2017 with blood glucose of 796mg/dl. The customer states that cause of hospitalization was bacterial infection and high blood glucose. Customer declined troubleshoot for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.